Event description:
It was reported that the procedure was to treat the right radial artery. The whisper guide wire was attempted to be advanced but there was intense resistance and it was impossible to advance the catheter and manipulate the guide wire. The whisper guide wire was removed with the aid of the introducer dilator however there was significant resistance and the wire separated. A snare was attempted but the wire continued to break apart. At that time, the attempts were stopped and the vascular surgery team performed removal through a cut down of the brachial artery. The patient underwent a surgical procedure under general anesthesia, with an approximately 10-centimeter incision in the arm to completely remove the fragments. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Subsequent to the initially filed report it was reported that there was resistance with the anatomy during removal. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information provided, the investigation determined that the reported issue appears to be related to operational context. In this case, it is likely that the challenging anatomy contributed to the difficulties as it was reported that resistance was with the anatomy which likely resulted the reported material separation. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.